Manufacturer narrative:
Concomitant medical product: 3830 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high rv coil and svc coil impedance. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed the analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically fractured due to pul ling/stretching/overstress. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.